Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0873 inches. No unexpected pump error 15 or pump error 4 alarms noted during testing however, pump error 15 alarm ((B)(4)) and pump error 4 alarm are found in the formatted history file due to a software error. Unit alarmed pump error 20 during self test due to software error. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was assisted with clearing the alarm. Customer was able to clear the alarm successfully. Customer was able to complete rewind. Customer stated that they performed self test. Insulin pump passed self test. No harm requiring medical intervention was reported. The device will be returned for analysis.